Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause, based on the available information, was a lamp failure, causing a lamp lighting error to occur; if a lamp lighting error occurs, the front panel flashes and operation is disabled.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report could not be confirmed. The device was tested and found to function without any front panel issues. Olympus did find that the main lamp was missing with lamp heat sinks, bolts and washers. Additionally, a dent was found on the front panel. Olympus serviced the device with replacement parts however; the initial report was not confirmed. A follow up call with the reporter confirms the device was received from service and has been put back in service at the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the front panel switches are unresponsive and flickering occasionally. There was no patient involvement associated to this report. The reporter did not provide any additional information.